Manufacturer narrative:
(B)(4). Date sent: 9/16/2025. Additional information was requested and the following was obtained: cecr60w was used. A-13699905 - aug 19 2025. Please clarify what is meant by ""root tear"". Proximal end of vessel. What was the total estimated blood loss (ml)? 800ml. What was the pre and postoperative anti-coagulant and pain management protocol? Postoperative anti-coagulant and pain management protocol: low molecular heparin was the bleeding intraluminal or extraluminal? Intraluminal. Was the vessel that was torn skeletonized and stapled independently of surrounding lung parenchyma? Yes. Were the staples the appropriate b-shape form? Yes. What color reload was used? White. Any clips, clamps, or graspers near the area where the device was being fired? No.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2025. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by "root tear". What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was the vessel that was torn skeletonized and stapled independently of surrounding lung parenchyma? Were the staples the appropriate b-shape form? What color reload was used? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, a major bleeding from root tear after intraoperative vessel transection. Changed to open operation immediately and suture sewing to control the bleeding and emergency blood transfusion 2u. No additional information provided.